Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and observed driver regulator would not calibrate and there was low pressure and the iabp would not perform the compressor performance test. The stm replaced the scroll compressor and performed the compressor output test per the service manual. The iabp passed to specifications. It also passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a system over temperature alarm. The facility's biomedical technician ran the iabp for several hours prior to service visit and no failure was detected. There was no patient harm or adverse event reported.